Event description:
Patient had MRI c spine and needed to be monitored with pulse oximeter. It was placed on finger (left little finger) as appropriate. However, patient was in traction and arms had to be at his side. This left the pulse oximeter inside the boor. Upon completion of the MRI a white area approximately 1 cm was noted on left little finger. Physician examined and ordered ointment. We did not feel it was a reportable occurrence at the time of event but have received further information that indicate it may be. Thus, the reason for the delay in reporting.